Event description:
Nurses have been having difficulty connecting the IV tubing to the stopcock. It has a squeaking noise when screwing the tubing on. It feels like the threading is not properly lining up and once it is connected it is very hard to unscrew it. There also has been leaking of fluids at the connection site.